Event description:
It was reported that the lead impedance dropped to 300 ohms and amplitude was not able to be measured. The lead was dislodged and was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.